Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during the implant procedure, the physician fastened the setscrew and checked lead stability in the header. The pacing portion of the right ventricular lead came out of the port. The physician did not feel resistance after multiple turns of the wrench and no clicks were heard. The physician changed the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the physician fastened the setscrew and checked lead stability in the header. The pacing portion of the right ventricular lead came out of the port. The physician did not feel resistance after multiple turns of the wrench and no clicks were heard. The physician changed the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.